Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer received intermittent occlusion alarms, inaccurate fill estimates displayed on the insulin gauge, and the battery was incorrectly displayed. The customer's blood glucose reached 400 mg/dl. These issues occurred in the past; therefore, troubleshooting could not be performed. Tandem technical support reviewed the pump data logs and determined the battery gauge was working as intended.